Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the precision qid blood glucose meter. When the values were plotted on a clarke error grid, the results fell into the "d" zone, showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.